Event description:
The surgeon reported that during a cataract procedure, there was a lack of aspiration. The surgeon placed the handpiece closer with a posterior capsular tear occurring and the crystalline lens fragment falling into the posterior chamber. A vitrectomy was performed and even then the surgeon still found a lack of aspiration. An iol was put in the sulcus and the procedure was completed. The surgeon stated the pt was examined at one day post operative. The pt had corneal edema, but the prognosis is good.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary (B) (4) when additional reportable info becomes available. (B) (4). (B) (4).